Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added on fields: h3 and h6. Correction on fields: b5, d5 and h6 (component code: tip was inadvertently omitted in the initial report, adhesive replaced instead of lens). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be definitively determined what the foreign material was adhered to/clogged in the subject device. The cause of the corrosion and discoloration was not determined. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The event can be detected/prevented by following the instructions for use: instructions for use states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Instructions for use states the preventive measure in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Three attempts were made to obtain additional information regarding their device reprocessing, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the duodenovideocope exhibited foreign material in the air/water cylinder and air/water tube, corrosion at the distal end, and discoloration of the adhesive around the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideocope exhibited white foreign material in the air/water cylinder and tube. The adhesive on the light guide lens had signs of foreign material resembling corrosion. There were no reports of patient involvement.